Event description:
The customer reported that the iris froze after the image was rotated.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep rebooted the system and could not reproduce the problem.